Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that about a week or two ago noticed a return of bladder symptoms. The patient said that they had been so sick, coughing, throwing up and either stomach is upset or out and diarrhea. When asked, patient said that saw healthcare provider (hcp) at the end of (B)(6) and the healthcare provider increased the setting. Patient asked for assistance in connecting to implant as said that when connected to implant received the message that internal battery was low which first noticed about a week ago. With instruction, patient connected to implant and received the message that the internal battery was low. Reviewed therapy information and general programming guidance. When patient connected pt was at 0.1 so patient increased the setting. Patient will maintain stimulation level and will continue to track symptoms. The patient was redirected to their healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.